Manufacturer narrative:
The device was returned to olympus for evaluation. Olympus confirmed that the teflon pad was separated from the jaw, exposing metal. Based on similar reports, a probable cause for this type of teflon pad damage is operator¿s technique in which insufficient tissue is grasped between the probe and the jaw. The device instruction manual contains several warning statements to prevent damage to the teflon pad and probe: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿

Event description:
Olympus was informed that towards the end of a gynecologic laproscopy, the teflon padding on the device peeled off, exposing metal. A probe damage error had appeared beforehand. The device was removed and the procedure completed with another similar device. There was no report of bleeding, injury or adverse event.